Event description:
The customer reported that their device would not power on with ac or dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the flex cable assembly which connects the therapy pcb assembly to the power module assembly was not connected completely into the power module. After reconnection, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.